Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported when the doctor tried to place the lactosorb screw, the head of the screw broke before the hex head separation. This resulted in a 30 minute delay in the procedure of a zygomatic fracture open reduction.